Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the insertable cardiac monitor (icm) had failed to be interrogated due to no bluetooth telemetry and no magnet response. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.